Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the reported event could not be replicated as the system reboot seemed to have resolved the issue. No parts were replaced and no further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system became unresponsive. They rebooted the system and were able to proceed with the case without issues. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.